Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was unknown mg/dl. The customer was kept overnight in tne emergency room of the hospital. The customer was treated with IV fluids and specialist help with the insulin pump. The customer was advised to call back if she had any further issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.